Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation was randomly shutting off and when it shuts off, they have a hard time getting it to turn back on (pt tried resetting controller). Pt did not notice it shutting off in a specific position and did not receive an error message before stimulation turned off. Pt said it was difficult to turn the stimulation back on due to the white on/off button not working and when they get the screen saying "stimulation on" to come on, the had to hold their finger there for a few seconds waiting for it to register. Pt said they had an error message today while charging that said "sm007" (pss unsure of what pt was seeing). Pt inspected the rtm and controller port; pt did not notice any damage. Pt said rtm does not get hot while recharging. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.